Event description:
During a procedure for treatment the suture broke. The product was inserted into a scope but the physician felt restriction at the edge of the scope. The device could not be advanced at all. The suture broke and the stent deployed inside the scope while he was pulling it. The physician removed the deployed stent. Another stent was used instead and the procedure was successful. It was reported that the pt's condition after the procedure was good.